Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the distal right coronary artery with mild calcification and mild tortuosity. For pre-dilatation, the 2.00x15mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated to 8 atmospheres; however, a ruptured occurred during the first inflation. The bdc was removed from the anatomy. The bdc had been prepped prior to use per instructions for use. A non-abbott balloon was used for pre-dilatation, followed by stent implantation and post-dilatation to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.